Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, moderately calcified, 99% stenosed de novo lesion in the proximal superficial femoral artery (sfa). A 6.0x150 mm absolute pro self-expanding stent system (sess) was advanced into the target lesion and deployed. During removal, resistance and friction were noted with a non-abbott 6f sheath. The sheath and sess were removed from the vessel as a single unit and the sess was then successfully removed from the sheath with force. A new sheath was used to successfully complete the procedure. The distal end of the implanted stent was not fully expanded, so a non-abbott balloon dilatation catheter was used for post-dilatation. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The resistance during removal was not confirmed as there was no difficulty noted using a proxy 6fr sheath. The poor wall apposition of the stent could not be confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.